Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 21mm aortic bioprosthetic valve, it was reported that bleeding from the base of the aortic valve was noted 10 to 15 minutes after the heart started beating, it was then observed that a portion of the polyester (dacron) lining was detached from the existing porcine myocardium. The valve was not inspected upon removal from the packaging prior to implant. The valve was explanted and replaced with a 21mm valve of a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were flexible and intact; no tears were observed. All leaflets were in a partially open position. All commissures were intact. The myocardial tissue was torn, approximately 1cm in length, along the inflow margin of attachment of the non-coronary cusp. The affected sewing ring had several sutures along the outer stitch line that appeared tight possibly resulting from tension against the hemline. The rest of the stitches on the suture line were assessed; they appeared even and uniform. Small holes along the sewing ring show placement of implantation sutures. The cloth cover sutures adjacent to the non-coronary (nc) cusp were damaged resulting in a separation between the cloth and the tissue. The suture line appeared intact. Note: per the instructions for use (IFU), ¿device implantation: take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ the area adjacent to the right sinus was trimmed; blue monofilament foreign sutures were attached to a section of the incised area. Multiple suture holes were noted on the inside of the aortic wall near the modified right cusp (rc) sinus with additional holes found on the superior coaptive junction of the right non-coronary commissure. The left sinus was also trimmed. Multiple suture holes were noted on the inside the aortic wall near the sinus and left cusp (lc). D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.